Event description:
It was reported that the procedure was to treat a moderately tortuous right internal carotid artery. The emboshield nav6 embolic protection system (eps) was deployed without issue and an unspecified stent was implanted. Upon attempting to retrieve the filter and pulling the wire back the wire went up unraveling and wrapping itself onto the filter. The filter remained opened and was never captured into the recovery catheter. The filter was removed with wire as it was wrapped around it. The wire unraveled; however, remain in one piece never separated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported core break was confirmed. The reported difficulty to retract filter into delivery catheter pod could not confirmed due to device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided:it was noted that the wire unraveled; however, remain in one piece as it was tangled onto the filter. The entire system was able to be pulled into the sheath and removed as one unit. X-ray confirm, there was no part of the device in the anatomy. No additional information was provided.